Event description:
It was reported that the health care professional (hcp) requested review of the presenting electrogram stored by the cardiac resynchronization therapy defibrillator system with a left ventricular (lv) lead. Technical services (ts) reviewed per request. Ts advised there is intermittent loss of capture on the lv lead. The hcp provided the patient would be seen in the clinic for an evaluation. Additional information has been requested but was not provided at this time. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of the presenting electrogram stored by the cardiac resynchronization therapy defibrillator system with a left ventricular (lv) lead. Technical services (ts) reviewed per request. Ts advised there is intermittent loss of capture on the lv lead. The hcp provided the patient would be seen in the clinic for an evaluation. Additional information from the field representative provided the patient was subsequently seen in clinic. Reprogramming was completed. During reprogramming in some configurations the patient experienced phrenic nerve stimulation. This lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested review of the presenting electrogram stored by the cardiac resynchronization therapy defibrillator system with a left ventricular (lv) lead. Technical services (ts) reviewed per request. Ts advised there is intermittent loss of capture on the lv lead. The hcp provided the patient would be seen in the clinic for an evaluation. Additional information from the field representative provided the patient was subsequently seen in clinic. Reprogramming was completed. During reprogramming in some configurations the patient experienced phrenic nerve stimulation. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due to changes in field h6, impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.